Manufacturer narrative:
The tech isolated the issue to broken pins on the communication cable. He replaced the communication cable to repair the bed.

Event description:
Info received indicates there is no nurse call communication from the bed.